Event description:
It was reported that the health care professional (hcp) was questioning if the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting prematurely, as the estimated remaining was 14 percent. A request was made to have data from this device analyzed. Data analysis confirmed that to date, the power consumption had been normal, and there were no signs of premature battery depletion. A technical services consultant recommended routine, normal follow-up. No adverse patient effects were reported. Additional information received indicates this s-ICD was explanted and replaced, and it was returned for analysis. No new allegation of premature battery depletion (pbd) was received at that time, and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.